Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument would not open or close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. A functional clip test was not performed due to the clip grip damage. The complaint regarding the clip application was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the customer reports, the medium-large clip applier instrument clips would not fully close when using the instrument. It appeared as if the jaw was not aligned correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.